Event description:
It was reported that the patient experienced mechanical issues and balloon migration with an artificial urinary sphincter (aus) leading to a revision surgery. During the procedure, the balloon was removed and replaced. There were no patient complications.